Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process with multiple cartridges. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 434 mg/dl.